Event description:
This lead displayed increased impedances and threshold measurements and was therefore capped and replaced. Should additional information become available, this event will be updated.